Event description:
It was reported that this right ventricular (rv) lead caused the pacemaker to trigger a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. It was noted that this rv lead has exhibited a significant increase in pacing impedance measurements ranging from 500 to 1300-1900 ohms. The patient was scheduled to be seen in-clinic for further evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.